Manufacturer narrative:
The insulin pump alarmed after a battery change and the memory was erased due to a faulty component on the interface circuit board. The insulin pump had normal operating currents. No unexpected low battery alarm was noted. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received an unexpected restart alarm every time batteries were changed. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.